Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 22-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated this device, however the exact cause of the event that this device could not stay powered on could not be conclusively determined. However, omsc assumed that the event was caused by power switch defect due to fatigue. If additional information becomes available, this report will be supplemented.

Event description:
The customer reported that there was resistance when two endoscopes enf-v2 customer-owned with bent light guide cable were connected to the clv-s45. Reportedly, this event also occurred when two normal enf-v2s and this clv-s45 were combined. Then, olympus inspected this clv-s45 at olympus medical systems corp. (Omsc) and found that this clv-s45 could not stay powered on. This phenomenon was a MDR reportable malfunction. There was no report of patient injury associated with this event.